Manufacturer narrative:
One bipolar pacing catheter without any attached components was returned for evaluation. A part of the balloon appeared stained yellow and the catheter tip was slightly bent. No visible damage or inconsistencies to the catheter body, windings, or electrodes were observed. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions found. Balloon inflation test was performed using lab syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Examination of the device did not confirm a product malfunction. Perforation of the right ventricle is listed in the instructions for use as a potential complication associated with the use of pacing catheters. As noted: ¿cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended.¿ it could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that a swan-ganz pacing catheter was inserted under radiographic guidance for bradycardia. The catheter was found protruding from the right ventricular wall on the first day of use. The catheter was surgically removed, the ventricular wall was sutured and a permanent pacemaker was implanted. The patient was eventually discharged from the hospital.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. It is to be noted that perforation of the right ventricle is listed in the instructions for use as a potential complication associated with the use of pacing catheters. As noted: ¿cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended.¿ upon the return of the product, a supplemental report will be sent with the investigation results.